Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully expanded and deployed. Visual inspection found the shaft kinked. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was received fully expanded and deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of shaft kinked. However, there is no indication of what the customer reported because the stent was received fully expanded, and deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat tracheal stenosis secondary to esophageal cancer during a stent placement procedure performed on (B)(6) 2023. The lesion was elongated, and the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent became stuck and could not be deployed even after the angle was adjusted. The stent was partially deployed on the delivery system when it was removed from the patient. In addition, after withdrawing the device, it was noted that the shaft was kinked. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat tracheal stenosis secondary to esophageal cancer during a stent placement procedure performed on (B)(6) 2023. The lesion was elongated, and the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent became stuck and could not be deployed even after the angle was adjusted. The stent was partially deployed on the delivery system when it was removed from the patient. In addition, after withdrawing the device, it was noted that the shaft was kinked. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.